Manufacturer narrative:
The referenced (B)(6) infection in (B)(6) 2017 and long term suppressive doxycycline were reported under medwatch MFR report #2916596-2017-03350. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was on long term suppressive doxycycline due to (B)(6) driveline infection found in (B)(6) 2017. The patient reported not missing any doses. On (B)(6) 2018, the driveline site was found to be reddened in linear fashion. It began as a distal pink spot not connected by a red line to the driveline insertion site, and was reported as painless. The patient reportedly may have caught the driveline on something three weeks prior. An ultrasound of the driveline found a one quarter inch fluid pocket surrounding distal portion of redness. There was also varying amount of fluid along reddened area. Increased erythema was noted around the line from the driveline site. The patient reported noticing it going from pink to red along the line over the prior few weeks, but increased redness over the prior few weeks. White blood cell count (wbc) was 5.4 x 10^9 cells per liter. Two blood cultures were collected on (B)(6) 2018 to ensure no underlying bacteremia. The cultures were negative as of (B)(6) 2018. The patient did not want to be admitted over the weekend, so admission was planned for monday (B)(6) 2018 in order to administer IV antibiotics. The patient was admitted on (B)(6) 2018. Cefepime and daptomycin were administered until (B)(6) 2018.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.